Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited chronic high out of range pace impedance measurements. Pace impedances were noted to have been consistently high over the last several years. The lead was tested via pacing system analyzer (psa) during a routine device replacement procedure. Measurements were confirmed to be consistent with those observed over the prior years. As the lead was functioning appropriately, the physician elected to lead it in service with the patient's new device. No adverse patient effects were reported.